Manufacturer narrative:
Product ID: 8703w, lot# l48281, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration 145mcg/ml; dose 150.04mcg/day; lot unknown) and dilaudid (concentration 13.5mg/ml; dose 13.97mg/day; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. A pump volume discrepancy was observed during pump refill on (B)(6) 2016 where the expected residual volume (erv) was 4ml and the actual residual volume (arv) was 12.7ml. The patient stated that they would typically get 4ml back. No volume discrepancies had been noted at past refills. The healthcare provider (hcp) tried to draw from the catheter but could not get anything so the doctor said they would have to ¿shut it off or have surgery.¿ the doctor attributed the event to ¿scar tissue¿ that had built up since the last refill approximately 35 days earlier. The patient stated that ¿I don¿t believe he hit the port.¿ the patient stated that his pain had been getting more severe. Additional information was requested regarding drug information, patient medical history, troubleshooting performed, diagnostics performed, the cause of the volume discrepancy and the inability to aspirate the catheter, the cause of the scar tissue, actions/interventions taken, and resolution of the event. A supplemental report will be submitted if additional information is received.